Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the atrial lead exhibited loss of capture. Fluoroscopy was performed and the atrial lead was found to be dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/ tissue. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.